Event description:
Adverse event(s): "was implanted in the eye, but the eye was not stable enough; the shunt was thrown away" (eye injury). Product problem(s): "none reported" (no info [shunt]). A nurse reported that a shunt was implanted in the eye, but the eye was not stable enough. The shunt was removed and thrown away. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/06/2010 and 04/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).